Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Reportedly, the cartridges did not feel like they snapped into place. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.